Event description:
Pt was undergoing a complex percutaneous intervention of the rca, when the guidewire distal tip fractured. An attempt was made to snare the fractured guidewire and was unsuccessful. A stent was performed to trap the fractured guidewire with a (10mm) segment migrating into the distal rca branch otherwise, the remainder of the guidewire was trapped by stents. Pt remained hemodynamically stable at the end of the procedure. No EKG changes or complaints of chest pain. Post event pt transferred to floor in stable condition.